Manufacturer narrative:
The investigation confirmed that unexpected, non-reproducible amon quality control results were obtained while using two different vitros amon slide lots on a vitros 5600 integrated system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of either of the vitros amon reagent lots involved. Following completion of service actions to the incubator subsystem of the vitros 5600 instrument, acceptable vitros amon performance was observed.

Event description:
The customer obtained unexpected, non-reproducible ammonia results on a single vitros liquid performance verifier (lpv) quality control fluid on a vitros 5600 integrated system. Two different vitros amon slide lots were affected.vitros slide lot 1014-0234-2350.lpv ii quality control results of 123.286 ¿mol/l vs. 200.0 ¿mol/l.vitros slide lot 1015-0233-9592.lpv ii quality control results of 141.19 ¿mol/l vs. 193.8 ¿mol/l.biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. There was no allegation of patient harm as a result of this event.(B)(4).